Event description:
It was reported that atrial lead noise was observed through merlin.net. In clinic, the noise was confirmed in real time. Upon review, multiple instances of low lead impedance were observed. No patient symptoms were reported. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.